Event description:
As reported: "gamma, u-lag screw insertion: possibility of set screw not being tightened, lag inserted up to the belly". Removal of lag screws via open surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "gamma, u-lag screw insertion: possibility of set screw not being tightened, lag inserted up to the belly" removal of lag screws via open surgery.

Manufacturer narrative:
Please note the corrections to h6 method, results and conclusion codes. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. It must be noted that an improper fixation of the set screw or its absence are the only explanation to the migration reported. As a reminder, the operative technique clearly states: "the set screw must be used. Insufficient set screw placement could lead to loss of lag screw fixation and postoperative complications. Do not unscrew the set screw more than 1/4 of a turn. Insufficient contact between. Lag screw and set screw could lead to loss of fixation and post-operative complications". Past events of gamma 4 lag screw post-operative migration have been communicated to a clinical expert, who confirmed that the migration can only have been caused by a deviation from the surgical technique and an improper positioning of the set screw. Based on investigation, the root cause was attributed to an user related issue and deviation from the surgical technique. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.